Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in saudi arabia, during a transcatheter pulmonary valve replacement (tpvr) procedure, a 26mm sapien 3 valve was implanted in the pulmonic position. After valve deployment, there was ¿significant¿ regurgitation observed on echo, angiography and tee. Two of the valve leaflets did not work. The physician tried to manipulate the leaflets with the catheter, but ¿it did not work.¿ at the time of the report, the patient was hemodynamically stable. A valve in valve procedure is planned 3 months after the index valve deployment. The valve remains implanted in the patient. Per medical opinion, the cause of the restricted leaflet motion is unknown at this time.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. It should be noted that the thv was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals are for a tf (transfemoral) procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. Central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The sapien 3 valve was not returned to edwards lifesciences as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. Review of case imagery provided revealed central regurgitation. Movement of the leaflets could not be determined. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. Complaint history review from november 2019 to october 2020 for the sapien 3 valve (all models and sizes) revealed other similar complaints for the applicable complaint codes. No non-conformances were identified during the evaluations. Available information suggested patient factors (stent, calcification, comorbidities), and/or procedural factors (over inflation of balloon) may have contributed to the reported events. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the initial motion restricted complaint was not able to be confirmed. The regurgitation complaint was able to be confirmed based on the provided imagery. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ¿leaflet ¿motion restricted ¿ in patient¿ and ¿valve ¿ regurgitation ¿ central leak¿ including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Due to insufficient information, a definite root cause for the reported event could not be determined at this time. Training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.